Event description:
Upon opening up a c-section pack there was a piece of wrapper from an item that was not opened during this case under the placenta bucket. All items were taken out of the room and disposed of. A new pack was obtained for the case.